Manufacturer narrative:
The actual product involved with the incident reported will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased past six months for this item. Three device history records were reviewed. There were no non conformances issued for these lots nor suture component lots related to the condition reported. The probable root cause for hemorrhage cannot be determined based on the information provided. Reference: (B)(4); item #sxmd2b402 stratafix spiral pga-pcl knotless tissue control device; 2rb-1 2-0 u mnd 16x16 13mm ldr, lot unk.

Event description:
It was reported that during a robotic prostate procedure, the sutures would not cinch up correctly. The attending physician believes this lead to post procedural anastomotic leaks of pudendal arteries for the patients. This required the patients to extend their expected catheter use. No additional patient consequences were noted by the clinical staff. No product will be returned. (B)(4).